Event description:
Caller states the pt tested 6.6 inr and 5.2 inr on the coaguchek s system while a comparison lab returned as 3.8 inr. No action taken on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.